Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was damaged twice in a short period of time on (B)(6) 2025.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital, (B)(4). The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter with syringe. Catheter was visually inspected, and no obvious issues were noted. Using returned syringe inflated catheter with 10ml of mbs. Pinhole measuring 0.13mm was on catheter balloon causing leakage out of catheter balloon upon inflation. Also received 3 photo samples: first photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe the labelling was reviewed and found to be adequate. The baw is attached in the investigation overview element. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was damaged twice in a short period of time on (B)(6) 2025.